Manufacturer narrative:
Date of event: no date provided, used the first date in the month of the aware date.

Event description:
It was reported that a perforation occurred. A rotapro and a rotawire drive were selected for use. Following the atherectomy procedure in the severely calcified lesion, it was confirmed through intravascular ultrasound (ivus) that a perforation occurred. A covered stent was positioned and the procedure was completed successfully.